Event description:
Customer reported a past high blood glucose event with an unknown cause. There was no specific value given for the highest level, but it displayed as high. Cause was not known. Customer performed a correction injection using multiple daily injections, and control iq feature was active during the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.